Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely that attachment of the cover to the scope was insufficient. Subsequently, the cover was easy to come off the scope. The event can be prevented by following the instructions for use: - operation manual includes the detection way at chapter 4 - 4.1. - operation manual includes the preventive measures at chapter 3 - 3.5. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Corrected h6- component code.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the duodenovideoscope's distal cap fell inside the patient during a therapeutic endoscopic retrograde cholangiopancreatography with sphincterotomy and stone extraction procedure, and it was at the back of the throat. The distal cap was removed by hand. The procedure was completed with the same device. There was no delay reported in completing the procedure and the patient was not under extended sedation. There were no reports of patient harm. This complaint is related to the record with patient identifier (B)(6).